Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The recorded high out of range pacing impedances led to a lead safety switch (lss) to be triggered. Subsequently, a lead revision procedure was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.